Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a ventricular lead warning. The bipolar impedance was low and was lower than the unipolar impedance. The device was reprogrammed to unipolar. The device is still in use. No patient complications have been reported as a result of this event.